Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing in-service from (B)(6) 2015.

Event description:
Olympus received a legal document on (B)(6) 2017 alleging that a patient was exposed to a contaminated tjf-q180v duodeno videoscope after undergoing an unspecified procedure at (B)(6) medical center on (B)(6) 2014. As a result, the patient sustained injuries.